Event description:
It was reported that the lead had multiple defects (breaks in outer insulation) and high thresholds. The lead was removed from service. No patient complications have been reported as a result of this event.